Event description:
As reported by the user facility: patient has used prontosan since 3 yrs to treat his diabetic foot wound. During the last 2 months he developed rash and itching after using prontosan, twice. The first time the reaction lasted for 10 minutes. The second time the reaction was the same but he also lost consciousness for 15 minutes and he was brought to the hospital with the ambulance. In the ambulance, tavegil (anti-histamine) was administered and in the hospital, prednisone (corticosteroid). Treatment with prontosan was stopped. The patient recovered without sequela. Concomitant disease: diabetes for over 45 yrs. No other diseases known. The case was reported to b. Braun (B)(6) 2014 and was forwarded to b. Braun (B)(4) 2015.

Manufacturer narrative:
(B)(4). B. Braun medical is reporting this because the reported catalog # is part of the prontosan wound irrigation solution product line. This report has been identified as b. Braun medical internal report #(B)(4). Samples were sent for further analytic investigations. The returned sample fully complied with the specifications. An epicutaneous test was offered to the patient in order to confirm a potential allergy to one of the ingredients of prontosan. However, the patient does not wish to perform an epicutaneous test. If additional pertinent information becomes available, a follow up report will be submitted. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.